Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a service claim and the complaint will be cancelled.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Urgency on quality issue. The packages were moisture damaged on delivery. Therefore, there is uncertainty regarding the sterility of the contents (pharmaceutical vial and withdrawal cannula).